Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - boston scientific received information that this ra lead exhibited noise on the atrial electrogram and out of range pacing impedance measurements of greater than 2,000 ohms. During the revision procedure, it was observed that the ra lead terminal pin was not fully inserted into the port, and that the atrial setscrew on the device was not fully tightened down on the lead. It was suspected that the atrial setscrew had been partially deployed when the device was removed from the packaging. The terminal pin of the ra lead had been inserted until it became stopped due to the partially deployed setscrew, so when the setscrew was tightened down, it was not making proper contact with the ra lead. The setscrew was fully loosened, the lead terminal pin was fully inserted, and the setscrew was tightened down properly on the lead. No further lead measurement or noise issues were observed. No adverse patient effects were reported. The lead and device remain in service.